Manufacturer narrative:
Since the filing of the initial medwatch the investigation has completed. The hospital team did not return all the product used. As such, the root cause of the hematoma and access site bleeding was unable to be determined. The large patient size and tortuous vasculature might have contributed but, this can not be determined without full product investigation. The failure mode will be monitored and trended.

Manufacturer narrative:
The root cause of the hematoma and access site bleeding was unable to be determined as the product was not returned for review. Upon return of the product, or should more information be shared with abiomed but user facility, a supplemental report will be submitted with investigation findings.

Event description:
The patient was admitted to the cardiac catheterization lab in cardiogenic shock and had the impella cp placed via the left femoral artery. The access was made and of note the access was complicated by obesity and tortuous native vascular anatomy. The cp was to support the patient during the coronary angioplasty. Upon removal of the introducer, there was an apparent hematoma at the impella access site. Due to the hematoma, the impella was weaned and removed. The patient received a vascular repair in the form of an arterial closure as well as infusion of blood products.